Event description:
The customer reported a communications error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software and replaced the gib board. System operates as intended. (B) (4).